Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated the alleged issue began at approximately 9:00am on (B)(6) 2011. The patient reported a blood glucose result of '354mg/dl' with the subject meter which she claimed was higher than her feelings/usual readings. The patient reportedly manages her diabetes with an unknown type of insulin through pump therapy. When the patient tested and received the alleged high reading, she stated that she took her usual dose of insulin (unknown amount of humalog). Approximately 2 and half hours later, at 11:30am the patient claimed that she developed symptoms of 'sweating and 'passed out'. The patient was reportedly treated with orange juice, a glucose tablet and rice crispy at 11:30am. It was not specified if the patient tested on another device. At the time of troubleshooting, the cca noted that subject meter was set to the correct unit of measure it remains unclear what condition the subject test strips were in since the patient did not have any more left. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.